Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. They turned the arctic sun device off and on and alarm persisted. They had already replaced the device and therapy was going fine. They wanted to know what should do with this device. Suggested have biomed calibrate this device. If there were any mechanical issues this should reveal them. Per follow up information received via task on 27aug2025, transferred to the biomed who stated they were still waiting on their ctu to be recalibrated before they test this device. It was currently sitting in the workshop without repair. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the micu nurse noted that they received non-recoverable alarm 61 (control processor parameter memory fault). They turned the arctic sun device off and on and alarm persisted. They had already replaced the device and therapy was going fine. They wanted to know what should do with this device. Suggested have biomed calibrate this device. If there were any mechanical issues this should reveal them. Per follow up information received via task on 27aug2025, transferred to the biomed who stated they were still waiting on their ctu to be recalibrated before they test this device. It was currently sitting in the workshop without repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the micu nurse noted that they received non-recoverable alarm 61 (control processor parameter memory fault). They turned the arctic sun device off and on and alarm persisted. They had already replaced the device and therapy was going fine. They wanted to know what should do with this device. Suggested have biomed calibrate this device. If there were any mechanical issues this should reveal them.